Manufacturer narrative:
The device was not returned as it was thrown away at the facility. Based on previous observations of similar occurrences, it is likely that the device sustained damage due to off axis insertion which resulted in a loose fit. Device thrown away by nurse.

Event description:
Per the facility, the implant broke while attempting to fix to the skull. There were no injuries in this incident.